Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient had a first degree burn. The smoke evacuator bovie hand piece was used in the right hand and a hemostat in the left hand. The hemostat had tissue in it to cut/coagulate. The bovie tip was touched to hemostat and nothing happened. Thought it had to much tissue in hemostat so the bovie hand piece was used on the tissue directly. The bovie tip was touched to the tissue and it worked fine. The hemostat was used again to clamp the tissue and touched the bovie tip to the hemostat. At that point, a warmth in the knuckle was felt and noticed a first degree burn on the patient's penis. The nurse notified the charge nurse. The bovie hand piece, bovie pad and bovie machine were changed. The bovie pad was moved from patient's flank to the thigh and notified the clinical engineering.